Event description:
The initial attorney report alleged unspecified injuries due to a defective hernia repair device. The following is based on the medical records provided by the pt's attorney: on (B)(6) 2004 - repair of incisional hernia with composix kugel mesh. On (B)(6) 2004 - presents with exposed mesh. Managed with conservative treatments. On (B)(6) 2005 - exploratory laparotomy, excision of composix kugel mesh, and small bowel resection. There were dense adhesions noted of the mesh to the small bowel.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has rec'd add'l event info indicating that the associated event device is not a recall composix kugel mesh; therefore we are submitting this MDR based on the add'l info rec'd. The medical records indicate that the pt was treated for adhesions, which is a known possible adverse reaction listed in the IFU. The operative report does not note evidence of infection, however the pathology report noted that there was "foreign material present containing bacteria." The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prothesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Additionally, no sample was returned for eval. With the current available info, no add'l conclusion(s) can be drawn. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.